Event description:
Pt underwent stereotactic biopsy of left breast with small "marker" clip left in breast. Pt has many allergies, including nickel. Mfg notified and noted clip was changed to surgical steel which contains nickel. There was not any notification of product change or contents in packaging. Pt was going to have clip removed due to possible allergic reaction, but found rash and itching post procedure improved.